Event description:
The technician alleged the brake casters would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and brake caster support to resolve the issue.